Event description:
The user's hearing performance with the device was affected since (B)(6) 2023.additional technical checks are planned but have not been scheduled yet.

Manufacturer narrative:
Additional information: according to the limited information received from the field a technical implant failure seems likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further checks are considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user's hearing performance with the device is affected since march 2023. Additional investigations have been scheduled.

Manufacturer narrative:
Conclusion: device investigation did not reveal a technical defect of the electronic circuit. This finding appears to be in contrast with the problems mentioned in the patient report. It was not possible to identify causes for the reported issues during the case investigation. Damage to the active electrode which is consistent with minute device mobility was additionally observed as a secondary cause for explantation. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The user's hearing performance with the device was affected since (B)(6) 2023. The device has been explanted.